Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent dislodgement and acute thrombosis occurred. The patient presented with chest pain and a myocardial infarction without st elevations. The 70% stenosed concentric de novo lesion measuring 2.25mm in diameter and 20mm in length was located in a moderately calcified and severely tortuous posterolateral artery. The lesion was not predilated. The physician attempted to advance a 2.25x28mm taxus liberte¿ drug eluting stent to the lesion, but felt resistance while advancing through a significant bend in the left main coronary artery (lmca). The physician attempted to pull the device back into the guide catheter, but felt resistance and the stent dislodged in the lmca. The physician was unable to retrieve the dislodged stent and it was deployed in the lmca. It was also noted that during the procedure a thrombotic occlusion occurred in the left circumflex artery. The patient was treated with abciximab and the vessel reopened. The procedure was completed at this time. No further injuries or patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).